Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, discontinued, route, frequency not reported), intraperitoneal amikacin injection (500mg followed by 100mg per bag, discontinued, frequency not reported) and intraperitoneal meropenem injection (1g in one bag, discontinued frequency not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from the event. It was reported that the patient's pd catheter was removed and that patient was shifted to hemodialysis twice a week. No additional information is available.